Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device shut down. This event was reported to have occurred during patient use. The patient was put on another vent. There was no patient or user harm noted. There was no delay to therapy. The philips field service engineer (fse) was unable to duplicate the reported issue. Various tests were performed on the battery and the power supply and there were no failures. There were no error codes in the error log indicating a malfunction linked to the device. The significant log showed changes between the battery and electrical network which demonstrate a problem with the hospital's power outlet, not a device malfunction, or the device's network cable was not correctly connected, also not a device malfunction. The battery was in good working order, charging to 100%. Due to a probable issue with the hospital's power outlet, the device was dependent on the battery power, which can cause a device shut down. The device was monitored and tested under various conditions for hours and there were no device shut downs, no errors in the error log and no alarms. Following the evaluation of the device, unit was then functionally tested and successfully passed specified tests. The device was ready for use.